Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; although specific value was not provided, and cause was not known. Customer administered a correction bolus to address bg. The customer's bg level subsequently decreased to an undetectable level. Paramedics treated the customer with glucagon and transported them to the hospital where they were admitted to the intensive care unit. Customer was administered intravenous fluids of glucose to address bg. Reportedly, the customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.